Event description:
The reporter stated, the surgeon inserted a micl 12.6mm implantable collamer lens into the pt's right eye on (B)(6)2010. There were two lenses used on this pt. This lens is the second lens. The lens tore during insertion. Lens was removed with no pt injury. A third lens, same model and size was implanted on (B)(6)2010. Pt is doing well. The surgeon used a different injection system with the second lens. The reporter stated, the lens tear was due to plunger override due to technical error by the surgeon. See MFR#2023826-2010-00973 for the primary lens.

Manufacturer narrative:
(B)(4)